Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports being unresponsive with result of 414 mg/dl obtained on the advantage system while using comfort curve test strips. Paramedics were called, and within 10 minutes customer tested 16 mg/dl on professional device. Customer was treated with an IV (contents unknown). Customer was taken to the hospital and left after a few hours after testing 80 mg/dl on hospital device. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.